Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision, as part of a clinical study, with two 450cc mentor memorygel breast implants, suffered bilateral shifting of the breast implants, post-operatively. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6)2005: (left) 600cc mentor memorygel breast implant catalog: 3506001bc lot: 5575297 sn:(B)(4) and (right) 600cc mentor memorygel breast implant catalog: 3506001bc lot: 5575297 sn:(B)(4) . This medwatch form is for the left breast prosthesis.